Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 5 mg for a total dose of 1.919 mg/day, clonidine 250 mcg for a total dose of 95.95003 mcg/day, compounded baclofen 450 mcg for a total dose of 172.71005 mcg/day, and bupivacaine 25 mg for a total dose of 9.595 mg/day via an implantable pump. It was reported during a pump refill, a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 10.7ml and the actual reservoir volume (arv) was 16 ml. There was no associated signs or symptoms. No further diagnostics or interventions were performed/no action was taken. The outcome of the event was unresolved with no further action planned. The event date was (b)(5) 2020. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported.